Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received with damaged housing. There was no evidence of the reported problem in the event log. The device was started in application, no problems found with beeping. The reported issue could not be duplicated. However, the downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with no cassette. No patient was involved in this event. No adverse effects were reported.